Event description:
Hcp called to report that patient had withdrawal symptoms this weekend. Pump was implanted in 2000. Pump was refilled today and caller expected 6.9 cc of residual volume and aspirated 8 cc. Caller suspects a problem with the pump but elected not a perform a rotor test of the pump or a catheter contrast study. Hcp will recheck refill volume in one month.